Event description:
It was reported during a procedure, the balloon suddenly burst. The physician removed the balloon and completed the procedure with another similar device. There were no allegations of harm. No further info was disclosed.